Event description:
During coil embolization of the vertebral artery, the deltaplush coil could not be detached after pushing the detach button five times. The coil was removed from the patient with no serious injury or additional intervention required.

Manufacturer narrative:
(B)(6). Complaint conclusion. The coil was returned separated from the dpu. The detachment fiber melted around and above the detachment zone. The melted detachment fiber adhered to the coil¿s socket ring. The device passed resistance, continuity, and the enpower system go light. The device positioning unit passed electrical testing. The detachment fiber melted around and above the detachment zone and adhered to the coil¿s socket ring. Therefore, the most likely root cause of the non-detachment was due to the melting detachment fiber adhering to the coil¿s socket ring. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. There was no evidence of a manufacturing issue related to the event; therefore, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.